Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of white crystalized foreign material in the air/water channel and auxiliary water channel could not be identified. However, it¿s likely the cause is related to improper reprocessing due to leakage from the s-connector. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the colonovideoscope would not connect and doesn¿t display. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a white crystallized contamination was found in the air/water and the jet tube channel. There were no reports of patient harm or patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the reportable malfunction documented in b5, the additional evaluation findings were as follows: the light cover glasses had chipped, the light cover glasses adhesive was worn, the optical cover glass was cracked, the optical cover glass adhesive was worn, the distal end adhesive was worn, the suction connection had water ingress, and the plug body connection was unable to connect, and an error code was noted. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.